Event description:
It was reported the patient wanted their implantable neurostimulator (ins) removed. It was reported the patient thought she "broke one of her wires". It was stated the patient thought she "displaced the lead in (B)(6) of 2013, but the lead may have been officially broken about 1 month ago". It was stated "it's just a feeling like something was moving". It was reported the patient had surgery to fix her feet, and wanted to see if she could come off the stimulator. It was reported the patient was told to have it off for 1 year and 1 year was up in (B)(6) 2013. It was reported the last surgery on her feet was back in 2012. It was reported the patient wanted the ins out anyway and she thought she could manage without the stimulator.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).